Event description:
The hosp reported that during an endoscopic vein harvesting procedure and during initial vein and tissue dissection, it was noted the dissection tip on the vasoview hemopro endoscopic vessel harvesting system became increasingly "fogged or steamed." There were several attempts at cleaning the tip as well as the end of the scope. The harvester obtained a new kit, replaced the dissection tip and proceeded without incident. The case was successfully completed and there was no harm or injury to the patient. The event date is unk. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the dissection tip was received as a complete assembly. There was some blood on the connecting surfaces of the two components of the tip. Based upon the visual observations, the reported complaint for "tip fogging up" was confirmed since there was fluid in the tip that could have affected the image quality. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).